Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 28th of august 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse requested the customer to install another pre-filter and then monitor the instrument pressure. After replacing the pre-filter the pressure was reported as 11mpa. The fse conducted a follow up call with the customer on the 31st of august 2015 to check on the pressure issue and was informed by the customer that the pressure is at 11mpa. Customer is running sample without any errors. Instrument is functioning as intended and was released. No further action is required by the fse. The most probable cause of the reported event was due to failure of the pre-filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported high pressure 14-15 on therir g8 instrument. The customer replaced the filter and column but the error presisted. The technical support group (tsg) had the customer remove filter tubing and the pressure was 4.5-5.0.field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.